Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test" and device ineffective "device ineffective". In 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abortion spontaneous ("miscarriage"), genital haemorrhage ("gen. Abnormal. Bleeding"), seizure ("seizures"), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), headache ("headaches"), nausea ("nausea"), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia") and migraine ("migraine"), was found to have a pregnancy with contraceptive device ("pregnancy") and was found to have hormone level abnormal ("hormonal changes"), weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (underwent full hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, back pain, dyspareunia, cystitis, urinary tract infection, vaginal infection and vaginal discharge had resolved and the pregnancy with contraceptive device, abortion spontaneous, seizure, fatigue, gastrointestinal disorder, hormone level abnormal, headache, nausea, weight increased, weight decreased, vaginal haemorrhage, menorrhagia and migraine outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, back pain, cystitis, dyspareunia, fatigue, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, nausea, pelvic pain, pregnancy with contraceptive device, seizure, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, weight decreased and weight increased to be related to essure. The reporter commented: she received treatment for the following events dyspareunia (painful sexual intercourse),pelvic/ abdominal, back pain, bladder infect. Uti,vag. Infect.,vag. Discharge. Essure insertion date provided in pfs (B)(6) 2013. Discrepancy notes in essure insertion date: (B)(6) 2014. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test" and device ineffective "device ineffective". In 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abortion spontaneous ("miscarriage"), genital haemorrhage ("gen. Abnormal. Bleeding"), seizure ("seizures"), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), headache ("headaches"), nausea ("nausea"), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia") and migraine ("migraine"), was found to have a pregnancy with contraceptive device ("pregnancy") and was found to have hormone level abnormal ("hormonal changes"), weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (underwent full hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, back pain, dyspareunia, cystitis, urinary tract infection, vaginal infection and vaginal discharge had resolved and the pregnancy with contraceptive device, abortion spontaneous, seizure, fatigue, gastrointestinal disorder, hormone level abnormal, headache, nausea, weight increased, weight decreased, vaginal haemorrhage, menorrhagia and migraine outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, back pain, cystitis, dyspareunia, fatigue, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, nausea, pelvic pain, pregnancy with contraceptive device, seizure, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, weight decreased and weight increased to be related to essure. The reporter commented: she received treatment for the following events dyspareunia (painful sexual intercourse),pelvic/ abdominal, back pain, bladder infect. Uti,vag. Infect.,vag. Discharge. Essure insertion date provided in pfs (B)(6) 2013. Discrepancy notes in essure insertion date: (B)(6) 2014. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-mar-2020: plaintiff fact sheet received. Events vaginal bleeding, menorrhagia & migraine were added. Product, patient & reporter information updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female'), pregnancy with contraceptive device ('pregnancy'), abortion spontaneous ('miscarriage'), genital haemorrhage ('gen. Abnormal. Bleeding') and seizure ('seizures') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test" and device ineffective "device ineffective". In 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), seizure (seriousness criterion medically significant), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), headache ("headaches") and nausea ("nausea"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have hormone level abnormal ("hormonal changes"), weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (underwent full hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, back pain, dyspareunia, cystitis, urinary tract infection, vaginal infection and vaginal discharge had resolved and the pregnancy with contraceptive device, abortion spontaneous, seizure, fatigue, gastrointestinal disorder, hormone level abnormal, headache, nausea, weight increased and weight decreased outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, back pain, cystitis, dyspareunia, fatigue, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, nausea, pelvic pain, pregnancy with contraceptive device, seizure, urinary tract infection, vaginal discharge, vaginal infection, weight decreased and weight increased to be related to essure. The reporter commented: she received treatment for the following events dyspareunia (painful sexual intercourse),pelvic/ abdominal, back pain, bladder infect. Uti,vag. Infect.,vag. Discharge. Essure insertion date provided in pfs (B)(6) 2013. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received: previously reported event "injury" was updated "dyspareunia (painful sexual intercourse)", events- "pelvic/ abdominal, back pain, gen. Abnormal. Bleeding, pregnancy, stillbirth / miscarriage, device ineffective, bladder infect. Uti,vag. Infect.,vag. Discharge, fatigue, gi conditions, hormonal changes, headaches, nausea, seizures, weight gain/.weight loss", added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.